Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). (B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic on the intraocular lens (loi) broke off during implantation. Account provided that the lens had to be cut to be removed from the eye. The explanted lens was discarded. The patient¿s surgery was successfully completed with another iol during the same procedure. No further information was provided.